Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline and the nurse failed to issue medication. The technical support specialist (tss) performed a firmware update, restarted the cabinet and launched the application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer offline during medication dispensing and required firmware update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.